Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2012 and mesh was used. The patient underwent a second procedure for unknown reason on (B)(6) 2012. The surgeon observed adhesion of mesh to omentum and bowel. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch dbg083, mfg date: 02/01/2011, exp date: 01/31/2013. Batch dcg111, mfg date: 03/01/2011, exp date: 02/28/2013.